Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The insulin pump recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. Insulin pump was prgeammed with multiple test boluses and monitored. All boluses delivered properly with water exiting the infusion set. No bolus anomaly noted. Insulin pump had cracked battery tube threads, cracked case at the corner of the belt clip rail, minor scratched display window, missing display window cover and a scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the electronic assembly and motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated the insulin pump was not delivering insulin which was resulted in high blood glucose with ketones. Insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.